Manufacturer narrative:
The device was returned for analysis. The self-expanding stent system (sess), including the internal components, were returned disassembled. The distal end of the tip jacket was torn. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, it is likely that the distal sheath of the delivery system was entrapped or bent in the mildly calcified, mildly tortuous and 70% stenosed anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported deployment difficulty/activation failure. Manipulation of the device resulted in the noted device damages (kinked/twisted inner member, torn tip jacket) likely contributing to the reported difficulties. The noted stent deformed struts likely occurred during removal or during handling during shipment back for return analysis. The treatment(s) appears to be related to the operational context of the procedure as a large catheter was used to remove the supera stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a 70% stenosed de novo lesion in the right common femoral artery with mild calcification and mild tortuosity. The 6.0x150mm supera self-expanding stent system (sess) was advanced to the target lesion and the stent was deployed; however, when the deployment mechanism was unlocked to release the stent from the delivery sheath the stent failed completely to release. Therefore, a large catheter was used to remove the supera stent. There was no adverse patient sequela. Another supera was used to complete the procedure. No additional information was provided.